Event description:
It was reported that the trach balloon would not inflate. Water stayed in the cuff but did not go through to fill up the balloon. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review could not be performed because no lot number was provided by the customer.